Event description:
There was a deployment issue with the ablation catheter during prep. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).